Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr could not duplicate the reported issue. The fsr calibrated the performance airway pressure monitor transducer, pneumatic functions, and driver displacement indicator (ddi) as a precaution. The fsr checked the operation and performance of the ventilator. The unit is meeting manufacturer specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the mean airway pressure (map) was stuck at 13 cmh2o and the customer was not able to bring the map lower than 12 cmh2o, while the device was on a patient. There was no patient harm.